Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty loading cartridges. There was no reported impact to the customer's blood glucose level. Although requested no further information provided.

Event description:
It was reported that the customer received multiple cartridge alarms with multiple cartridges during the load sequence. Customer reverted to lantus and humalog for management of blood glucose. There was no adverse impact to the customer's blood glucose.